Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 03.037.030. Lot: l010764. Manufacturing site: (B)(4). Release to warehouse date: june 07, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the helical blade/screw extractor was received at us customer quality (cq) with the distal tip broken off and the broken piece was not returned. No other issues were identified with the returned device. Dimensional inspection: dimensional analysis was completed, the outer diameter of the shaft closest to the fracture measured within the specification, based on the drawing. Document/specification review: the following current and manufactured revisions were reviewed: extraction instrument for head element. Shaft for extraction instrument. Conclusion: the complaint condition was confirmed for the received device. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the lag screw was on the extractor post operatively, while removing the lag screw from the extractor after coming through the decontamination wash, the thread of the extractor was broken off into the lag screw. There was no patient involvement. Concomitant device reported: unk - nail head elem: tfn lag screw: (part# unknown; lot# unknown; quality:1). This complaint involves one (1) device. This report is for (1) helical blade/screw extractor. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: reporter is a j&j representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.